Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. The keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged, had an unresponsive button, alarmed sensor error and also had a bent sensor cannula. The customer stated that the insulin pump's screen was scratched and made it hard to read. The customer stated that their blood glucose level during the sensor incident was 60mg/dl and they treated with food. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the act button was hard to press. The customer stated that there was no significant event leading to the keypad issues but stated that they work in construction and the insulin pump got bumped sometimes. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the scratches, sensor error, and bent sensor cannula. The insulin pump will be returned for analysis.